Event description:
The customer reported that the package of cottonoids contained only 9 each instead of 10 each.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the root cause is likely due to operator error. Per the requirements of the specification, the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the pack. (B)(4) was opened to retrain all the operators that had worked on this lot #. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.